Event description:
The customer contact reported inaccurate delivery. The pump was returned to the sterile processing department with an unsigned note stating "defective, delivers wrong dose." No tracking info was provided; therefore, specific pt info, pump programming, or event details were no available. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.